Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary (B) (4) when add'l reportable info becomes available. (B) (4). (B) (4).

Event description:
Serious injury: incomplete treatment. Malfunction: will not track eye over iol implant. A surgeon reports he was unable to track the left eye of a pt with an iol implant. The surgeon opted to abort the procedure and reschedule the pt for treatment on another laser. Add'l info has been requested. Current status of the pt is unk. The safety and effectiveness of this laser system have not been established in patients with previous corneal or intraocular surgery.